Event description:
Independent repair center: customer alleged alarm will not function, and the key failure is the power switch has a short circuit. Associated malfunction for this device: sound box filter missing.